Event description:
It was reported that the patient presented to the operating room for a scheduled procedure and their heart rate was approximately thirty beats per minute on the electrocardiogram monitor. The patient's pulse was also taken by several healthcare professionals with the same result. The patient went to the emergency room where the device was interrogated and nothing unusual was found. The patient's rate had returned to normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37601 deep brain stimulator 2012 (B)(6); 37085 x2 neuro extensions 2012 (B)(6); 3389s x2 deep brain stimulator leads 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.